Event description:
It was reported that prior to starting a da vinci surgical procedure, the sheath on the thoracic grasper instrument was damaged and bent. There was no report that any piece(s) from the instrument fell into a patient and there was no allegation that any patient harm or adverse outcome occurred involving the reported instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the distal end of the main tube has various scratch marks exhibiting light material lifting and a rough surface finish. The scratches are short in length and are not axially aligned with the tube. There are no missing pieces and all of materials on the instrument's main tube are attached. The instrument's main tube is bent 3/4 down from the tip side. It was concluded that the damage to the instrument's main tube is likely due to mishandling/misuse. No other damage was found. 80 - the instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube could likely cause or contribute to an adverse event if the failure mode were to recur.